Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. Date of event: unknown as information was not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Device serial number: unknown as information was not provided. UDI number: a complete UDI number is unknown as product serial number was not provided. If implanted, give date: unknown as information was not provided. If explanted, give date: not applicable, as the iol remains implanted in the patient's eye. Device serial number is not available as the lens remains implanted; therefore, no further investigation can be performed. A failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown, as product serial number was not provided. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) had diffractive rings like a tecnis multifocal or symfony lens. The patient has a capsular tear so the doctor does not want to risk doing an exchange at this time and hopes the patient neuroadapts. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided.